Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by instructing them to inspect various components of the pump and clean the pneumatic tap area. Despite initial difficulties, the caller successfully loaded a new cartridge onto the pump with guidance from technical support and was able to resume insulin delivery.